Event description:
A report was received that following the implant procedure, the patient was successfully intubated and anesthetized, however, at the moment of extubation the subject had a pre-pulmonary edema. The patient was orally re-intubated for some hours, stayed in intensive care for 48 hours and was administered intravenous nitrates and IV sodium nitroprussiate (single oral dose of enealpril 2.5 mg). The event resolved without residual effects. The event was assessed to be procedure and device related.